Event description:
It was reported the spring wire guide is kinked prior to patient use. No patient involvement was reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not alter the catheter, guidewire, or any other kit/set component during insertion, use or removal." A device history record review was performed, and no relevant findings were identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide is kinked prior to patient use. No patient involvement was reported.

Manufacturer narrative:
Qn#(B)(4). The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. The customer returned one unopened arterial kit for analysis. No definite signs-of-use were observed. The kit was opened to better analyse the components. Visual analysis revealed two kinks in the guide wire body. In addition, the protective tubing was observed to have signs of minor creasing that align with the location of one guide wire kink, and several creases were observed in the outside packaging of the kit in the same location as the kinks in the guide wire. The lidstock clearly stated "do not bend." The damage observed was consistent with defects related to storage and shipping. No other defects or anomalies were observed. The distal and proximal welds were intact. The kinks in the guide wire measured 114mm and 158mm from the distal tip. The guide wire total length measured 351mm, which was within the specification limits of 345mm - 355mm per the guide wire graphic. The kink location and the guidewire total length were measured via calibrated ruler. The guide wire outer diameter (od) measured 0.521mm via calibrated micrometer, which was within the specification limits of 0.508mm - 0.533mm per the guide wire graphic. Functional inspection of the guide wire was perfor med per the product instructions for use, which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide." The guide wire was passed through the provided 20 ga introducer needle. The undamaged portions of the guide wire were able to pass completely through with no resistance; however, resistance was met at the location of the kinks. A manual tug test confirmed the distal and proximal welds were attached. Additionally, the product labelling was updated to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The instructions for use (IFU) provided with this kit warns the user, "sterile, single use: do not reuse, reprocess or resterilise. Reuse of device creates a potential risk of serious injury and/or infection which may lead to death. Reprocessing of medical devices intended for single use only may result in degraded performance or a loss of functionality." A device history record review was performed, and no relevant findings were identified. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide is kinked prior to patient use. No patient involvement was reported.

Manufacturer narrative:
Qn# (B)(4).